Manufacturer narrative:
H4: the lot was manufactured from november 09, 2020 - november 10, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Additional magnified inspection was performed which observed a small tear across the front side seam under the top hanger hole area. Functional testing was performed which revealed a leak on the affected area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the top seam. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.